Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition of abnormal screen. The reported issue was confirmed. The most likely cause could not be established from the information available. During the investigation a secondary condition of a loose motor screw was detected. This condition has a potential for patient harm. The investigation detected an unreported condition of a loose motor screw that had no relationship to the reported condition. Loose motor screws can result in unanticipated motor movement. The root cause of the observed condition was determined to be a result of a manufacturing activity. The thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected an unreported condition of the battery in a state of permanent failure. An analysis of the batteries noted an open current interrupt device (cid). An open cell cid would prevent the handle from receiving charge or powering on. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a design fault which caused the inability of the batteries to charge or initialize. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during maintenance, four handles had a dark screen. Another handle was used to resolve the issue. There was no patient involvement.